Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned for analysis, and analysis revealed no anomalies found.

Event description:
It was reported that during the implant when the new device was connected to the leads there was no pacing spike, and since the patient was pacemaker dependent, this caused several seconds of asystole. The connections were checked but the device was still not working. The device was not implanted and another device was used. No further patient complications have been reported as a result of this event.